Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported the infusion tubing remained stuck in the trocar. The trocar and infusion tubing were changed. It was reported that the time of intervention was increased due to the need to add another trocar. Patient outcome is unknown. Additional information was requested but not received.

Manufacturer narrative:
Trocar product evaluation: a review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. One opened hub/cannula assembly was received on an infusion cannula with tubing in a bag for the report of infusion tubing stuck in the trocar. The sample was visually inspected and was found to be conforming. The sample was then dimensionally inspected for cannula ID and was found conforming. The returned sample was found to be conforming, therefore a product fit issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Infusion cannula product evaluation: the lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. The 25+ gauge infusion cannula was returned for analysis. Microscopic examination found micro dents and marks near the based of the tip consistent with damage observed from a surgical instrument. When the 25+ gauge infusion cannula was inserted into a 25+ gauge trocar cannula, the damage prevented full engagement. The root cause of the customer's complaint could not determine conclusively as to when and where the damage occurred; but we did confirm the damage on the infusion cannula prevented full engagement to the trocar cannula. It's possible the damage to the infusion cannula occurred during handling with a surgical instrument, but this cannot be confirmed with the information available. Action will not be taken for this occurrence. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).